Event description:
It was reported that several #208 alarms occurred on a novalung console during the first hour of priming. Manipulating (or shaking) the sensor box temporarily resolved the problem, but the alarm continued to reappear. Upon follow-up, it was reported that #206 alarms occurred as well. Alarms #206 and #208 are related to the CAPA that was opened for flow measurement issues. It was confirmed that the alarms occurred during priming; there was no patient involvement. The system had been prepared in advance and kept in a primed state. There was no patient injury or adverse effects experienced due to the reported alarms. To resolve the reported issue, a different console was used. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. The sample was available to be returned for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. Therefore, the failure could not be reproduced. However, the reported issue represents a known failure pattern. A review of the device history record (DHR) was performed. No deviations were found in the manufacturing documentation. Manufacturing records of the sensor box showed that the problematic material combination of components d500-0187bb and d500-0255aa was used. The described situation is adequately addressed in the instructions for use (IFU). Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at the p102 connector of the ¿digiflow mini1¿ board or at the x11 connector of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. A new CAPA was opened to address this issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that several #208 alarms occurred on a novalung console during the first hour of priming. Manipulating (or shaking) the sensor box temporarily resolved the problem, but the alarm continued to reappear. Upon follow-up, it was reported that #206 alarms occurred as well. Alarms #206 and #208 are related to the CAPA that was opened for flow measurement issues. It was confirmed that the alarms occurred during priming; there was no patient involvement. The system had been prepared in advance and kept in a primed state. There was no patient injury or adverse effects experienced due to the reported alarms. To resolve the reported issue, a different console was used. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. The sample was available to be returned for evaluation.